Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that stent dislodgement occurred. A 3.50 x 28mm synergy drug-eluting stent was advanced for treatment. However, during the advancement of the 3.5x28mm synergy stent from the guide catheter to the target lesion at the ostium, some struts became dislodged. The 3.5x28mm synergy stent was removed, and the procedure was completed using a 3.5x38mm synergy stent. There were no patient complications reported.